Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located on cup 2 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the end tube was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and preventative maintenance on this bed. The technician replaced the end tube to resolve the issue. Based on the information, no further action is required.